Event description:
It was reported by a customer in the USA that an 840 ventilator experienced a loss of communication between the graphic user interface (gui) to breath delivery unit (bdu). There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse reported that the customer decided not to have the device repaired, and instead, retire the 12 year-old ventilator. (B)(4).